Manufacturer narrative:
Article citation: munhoz, a. M., & de azevedo marques neto, a. (2025). Subfascial transaxillary breast augmentation: critical evaluation of a 25-year review of 1015 consecutive cases. Plastic and reconstructive surgery, 155(3), 462¿476. The events of "capsular contracture", "seroma", "infection", and "wound dehiscence" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV; rupture, seroma; infection; wound dehiscence.

Event description:
Through journal article "subfascial transaxillary breast augmentation: critical evaluation of a 25-year review of 1015 consecutive cases", healthcare professional reported the following adverse events for 239 patients implanted with silicone devices: capsular contracture baker grade I/iii or iii/IV (75), wound dehiscence (17), axillary banding (67), hematoma (17), seroma (17), infection (6), implant malposition (31), visibility/rippling (25), rupture (20). Healthcare professional reported reasons for reoperation in 106 patients as: capsular contracture baker grade iii/IV (36), hematoma (15), size change (24), implant malposition (11), and rupture (20). Affected sides and status of devices are unknown.